Manufacturer narrative:
It was reported that during ventilator log review for an unrelated complaint, a technical error code indicating an open safety valve was noted at an earlier occasion. The field service engineer informed that, after a period of communication, the customer decided to forgo the repair and intended to scrap the ventilator. No further information has been received. The evaluation of received device logs confirms the reported technical error code on october 11 and 15, 2020. The first occasion, which will be used as the date of event, during pre-use check and the second immediately after ventilation start. A failure that causes the reported technical error code may lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check. The conclusion in this matter is that the reported technical failure could be confirmed in the device logs. As no goods were returned for investigation, the root cause could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during ventilator log review for an unrelated complaint, a technical error code indicating an open safety valve was noted at an earlier occasion. There was no patient harm. (B)(4).